Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No device was returned for evaluation and no lot number was provided. Manufacturing records could not be reviewed without a lot number. As no subject device was returned for evaluation, an investigation could not be conducted and no conclusion could be drawn.

Event description:
During a hip open reduction internal fixation (orif) surgery, the surgeon inserted the protection sleeve, the drill sleeve and the trocar through the 130 degree aiming arm attached to the insertion handle. These instruments should have directed the drill directly through the distal locking hole of the intermediate nail. Instead, the drill went into the posterior lateral cortex causing a stress riser. The implant was placed and the procedure was completed successfully. This incident extended the surgery by approximately 30-40 minutes. Due to the imposed stress riser, the pt was unable to bear weight for approximately 1 week after the surgery. This complaint is on the trocar. This is report 4 of 6 for the same event.